Event description:
It was reported that, the attachment had tool stuck issues. It was reported that there was no patient or staff impact. Additional in formation was received stating that detached bearings were found during evaluation.

Manufacturer narrative:
Product analysis: evaluation determined that customer allegation of tool stuck in attachment is confirmed. The likely cause of failure is due to detached bearing. It was also noted that leg is worn and bent, color band and laser markings are discolored and faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.